Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician through the company otc brand manager and forwarded by our local affiliate ((B)(4)). This case involves a female pt (age nos) who received her first treatment of poly-l-lactic acid (sculptra) therapy on (B)(6) 2009. Lidocaine, a disinfectant (nos), and avene skin recovery cream were used during this treatment, but were not suspected. Add'l concomitant medications and relevant medical history were not mentioned. On (B)(6) 2009, the pt experienced redness, swelling, and severe itching of the face. Corrective treatment by the dermatologist included cortisone injections and an oral antihistamine. The pt recovered from this event on (B)(6) 2009. The reporter suspected that the event was related to poly-l-lactic acid therapy, but also asked the pt to change the cream that she had used for skin massage to another product.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: global ptc number (B)(4). Addendum for f/u info received on (B)(6) 2009: ptc results for batch a8025 revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't' show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.